Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unreadable due to an apparent burn-like mark while the user carried the device in a pocket, after which a replacement was arranged and the user reverted to backup therapy with blood glucose remaining unaffected; the reported device problem involved a physical fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen and consistent with a fracture-type device damage. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.